Event description:
While undergoing CT scan of the abdomen, a 31 y/o female pt was inadvertently injected with air instead of contrast medium. The pt was rushed to the ER, where approx. 20-30 cc of air were removed from the right ventricle via a catheter. The pt was then taken to the hyperbaric oxygen chamber for treatment. The pt was discharged to home a few days later.